Event description:
The power cord to the power supply box was frayed, and the pes would shut down on its own while in use. Two attempts were made to power on the pes, and on the second attempt, the power cord sparked. The power cords and power supply were replaced.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one power cord was returned. Inspection revealed no damage, and the power cord functioned as expected during testing. No device issue was found. Review of the device history record was not possible as the lot number is unknown.